Manufacturer narrative:
Field service engineer (fse) replaced the a/b reagent 4-way valve to resolve the reagent probe leak issue. The leaking fluid that the customer found was wash solution. The failure mode is a/b reagent 4-way valve (B)(4). Upon recur of this failure, erroneous patient results could potentially be generated. (B)(4).

Event description:
Customer called hotline and stated that they are seeing slow leak from the reagent probe of their dxc600i instrument. No erroneous results were generated due to this event. The customer was wearing lab coat and gloves.